Event description:
Tl changed PICC dressing. Once old dressing removed, droplets noted on catheter by the wings.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.